Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "not feel so good, shakiness, dizzy, headache, shortness of breath, and was unable to self-treat. Customer required medical intervention by a healthcare professional (husband/firefighter) who provided juice as treatment. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This complaint is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "not feel so good, shakiness, dizzy, headache, shortness of breath, and was unable to self-treat. Customer required medical intervention by a healthcare professional (husband/firefighter) who provided juice as treatment. No further information was provided.